Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon ruptured occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified shunt vein side. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During procedure, it was noted that balloon ruptured upon first inflation at 10 atmospheres for 60 seconds. The device was removed without any problem and the procedure was completed with another of the same device. There were no complications reported and patient is in good condition after the procedure.